Event description:
Provider states the left motor and gearbox is leaking. Provider states chair is in a home. Provider states no alleged property damage or injury. Provider states motor is not noisy. No further information provided.